Event description:
Customer reported that a reactive toxo igg result for one patient was generated by the unicel dxi 800 access immunoassay system over several days. The result did not correlate with the clinical history of the patient. The results were not reported out of the laboratory. The samples were retested by an outside laboratory that confirmed a negative result. There was no change to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or examination of the system was performed. The patients' sample was sent for additional testing which also confirmed a negative result. No root cause or conclusion can be drawn. This is one of four medwatch reports as the samples for the same patient were tested on four dates and each returned a false positive result. See MDR numbers for all associated events. 2122870-2011-06308, 06314, 03615. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.